Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 500 mg/dl. The mother believed the insulin pump was not properly delivering insulin to the customer. Customer had treated their blood glucose with a bolus. It was also found the customer was feeling nauseous due to their high blood glucose. Troubleshooting found the customer's insulin pump was functional. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported a past button error alarm. The mother also stated their meter was showing an incorrect reading. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer's insulin pump will be replaced due to the button error alarm. No additional information provided.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened act button dome switch. No button error alarm. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.